Event description:
Herniated disc at l5-s1 level on left. Pedicle bolts were inserted into the sacrum and to the l5 pedicles and vertebral bodies bilaterally at the level of the sacrum. Ever since these plates and pedicle bolts were implanted, rptr has had a pillow type feeling with severe pain and poping and locking of lower back around implantation. Can not sit, stand, walk, and even lay for more than 10 to 15 minutes. Pedicle bolts ahd plates were not implanted through the inside, but through the back side. No one ever explained that pedicle bolts and plates were under clinical studies for spinal use; not FDA approved to be used in the spine's rear bony bridges or "pedicles". They have not been proven to be safe and effective for this use.